Event description:
Additional information was received from the healthcare provider who reported that the actions and interventions taken to resolve the issue was flex boluses were started on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was recieved from a patient representative (rep) regarding a patient's external equipment. It was reported by the patient representative (rep) that the patient was having a lot of trouble with the controller. The patient rep stated when patient went to give himself a bolus the controller would go to 90% and then it sticks there and it did not want to go to 100% and finish the bolus. Patient stated sometimes it takes 3 to 4 minutes to complete the boluses. The patient rep mentioned that patient gets 10 boluses per day.

Manufacturer narrative:
Continuation of d10: product ID a820 , serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.